Manufacturer narrative:
Method: device history record review, medical review. Results: based on the results of the DHR review, the available information given within this complaint, work order search, and the product evaluation, a conclusion can be drawn that nothing in the manufacturing, sterilization and packaging processes of the lens is likely to have contributed to the complaint. The root cause of the complaint is unknown. Per medical review: reportedly, intraoperative lens removal/exchange was performed to address lens damage ("scratch") noted upon insertion. No reported incision enlargement or any other tissue damage. According to report, dated on (B)(6) 2015, the cause of the event was unknown and another staar lens was successfully implanted. The same report confirmed theat there were no patient complications during removal of a damaged lens. Conclusion: based on the complaint history, work order search, product evaluation, medical review, and device history record review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Diopter: +20.5. Brand name: collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4). Method: lens work order search. Results: a visual inspection of the returned product found both plate haptics are torn off and missing. The optic is torn and pieces are torn off and missing. Lens was returned dry. A lens work order search revealed there were no similar complaints within the work order. Conclusions: unable to confirm complaint, based on the complaint history and lens work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon implanted a cc4204a collamer single piece lens in the patient's right eye. There was a scratch on the lens when implanted. Lens was removed with no patient complications. Replaced with another staar lens. Cause of this incident is unknown.